Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were updated: h6 the following sections were corrected: b2 the most likely cause for the reported revision due to prosthesis wear and osteolysis: is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, approximately 5 years and 1 month post initial implant, as part of the manufacturer's recall, the patient came in for a check-up. The x-ray and CT scans showed a slight decentration of the prosthesis head and small osteolyses in the acetabulum as signs of inlay wear. Revision surgery was then performed at which time this was verified when the inlay was changed to a vit e-hardened specially approved inlay. As part of the replacement operation, in addition to the inlay exchange, the firm cup integrity was determined, the cysts in the cup bed were cured and filled using hydroxyapatite + calcium (cerament bone void filler) and the prosthesis head was changed.